Event description:
Last night the customer was experiencing low blood glucose. The suspect device readings were going up from 25 to 79 mg/dl. The customer then became unconscious. The customers daughter tested her mother's blood glucose and received a reading of 103 mg/dl. The daugter then called the paramedics. The paramedics arrived within 10 minutes. The paramedics reading was 14 mg/dl. The paramedics then transported her to the hospital. The patient was stabilized and then returned home. Controls were out of range. The device was replaced and requested to be returned for evaluation.